Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the stonetome stone removal device did not have electric current and as a result was unable to perform a cut. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the stonetome stone removal device did not have electric current and as a result was unable to perform a cut. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, date of birth, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. Although the complaint of no electric/unable to make a cut could not be confirmed, the most probable root cause is operational/procedural factors. The connection/interface between device, generator, activation cord or generator/ settings used in the procedure could have contributed to the complaint.